Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited p-wave undersensing. It was also noted that ra lead far field r-wave (ffrw) oversensing had been observed. The ra lead sensing was re-programmed and no more undersensing occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.